Event description:
It was reported that the atrial lead impedance was significantly low and device interrogation revealed alerts had triggered for low atrial impedance warning. Therefore the atrial lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.